Event description:
It was reported that this device autofired several times. This occurred just before the needle was to be inserted into the patient. It was also reported that some of the collected samples splattered. There was no reported injury to the patient or the user.

Manufacturer narrative:
The device history record could not be reviewed as the lot number was unknown. The sample was returned and evaluated. The device was visually inspected and no defects were found. The device was cocked and fired 20 times without misfire or other incident. The device was cocked and left to sit for 5 minutes and no misfire was observed. The device was disassembled and the internal parts were inspected. There were no damaged, missing, or defective components found. Both bumpers were in place and there was no unacceptable flash on the cannula hub. All the internal parts were in their correct position. There was a small amount of bio-residue on several of the internal components. This would have no effect on the function of the device. The complaint is unconfirmed. The root cause is unknown. The current IFU states: energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back.